Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels rose above 31 mmol/l (>558 mg/dl) while wearing the pod between 5 and 24 hours on the arm. The patient was treated with a manual insulin injection. The patient was released after 14 hours.